Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device smells like poop and moth balls for weeks after soaking and cleaning for weeks. The issue first occurred during reprocessing. There were no report of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: white residue in the air/water channel and auxiliary channel. A definitive root cause could not be identified. Based on the results of the investigation, the cause of the complaint was not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.